Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, it was reported a fluid loss between the tubing and the balloon. The balloon was explanted and replaced. There is no additional information reported.